Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that within the last two weeks, the patient's tubing detached/broken at site connector four times. At the time of the event, her blood glucose level was about 180 mg/dl for all occurrences. The infusion set had been used for two-three days for each infusion set. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.